Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys troponin t hs (high sensitive) assay (troponin t) result for one patient sample on a cobas 8000 e 602 module. The initial troponin t result was 41.5 ng/l. The patient was sent to the hospital. A new sample was collected and tested on a different module. The troponin t result was 5.34 ng/l. The new sample was repeated and the troponin t result was 3.00 ng/l with a data flag. The initial sample was repeated and the troponin t result was 3.00 ng/l with a data flag on the e 602 module. Erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The troponin t reagent lot number was 29525800. The expiration date was not provided.